Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 10 mmol/l at the time of the call. The customer stated that the up arrow button does not function correctly. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan.

Manufacturer narrative:
All buttons functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and cracked battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.